Event description:
Attorney reported: the patient has suffered physical pain and mental suffering. The patient has incurred medical treatment, decreased enjoyment and quality of life, scarring and disfigurement, wrongful death damages and is permanently injured. Note: the information available it indicates that "wrongful death" is an incorrect statement included in the information provided by the initial reporter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.